Event description:
Knee replacements left and right knees in (B)(6) 2012 stryker triathlon total knee replacement. Recall on stryker shapematch cutting guide. I had knee pains from the start. After surgery, knee pain was noted each visit with doctor; he stated I needed more time to heal. After nearly 2 years with original surgeon, I switched over to the local (B)(6) healthcare provider and was re-xrayed with physical exams. Doctor tells me I am loose with instability. I am now finally scheduled for revision surgery on the right knee (B)(6) 2016.